Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The ultrafiltration (ultrafiltratian) pump was not running due to a failure of the ultrafiltration pump thermal fuse, fuse was replaced.